Event description:
The rptr stated, the surgeon inserted an aq2010v silicone three piece lens and the haptics were torn. The lens was removed with no report of any pt injury and another lens was implanted. This is one of two lenses used for this pt - see MFR report# 2023826-2007-01024. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval results: a visual inspection of the returned prod found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.